Event description:
During deployment of a cypher stent the balloon ruptured at 16 atm which is rated burst. A small amount of contrast noted outside of the vessel. Vessel sealed itself off and no further intervention needed. Pt stable.